Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that this was a posterior fusion (l4/l5) for the adjacent segment disease on (B)(6) 2021. The driver shaft was stripped at the time of final tightening. A driver for insertion was used and was able to make the tightening manually, but no torque was applied. The surgery was completed successfully within 30 minutes delay. The patient outcome was reported as stable. No further information is available. This report is for one (1) expedium sfx cross connector system torque driver shaft. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4. Lot. D9. Date device returned to manufacturer. H6 - codes updated to imdrf codes. The product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that hex lobes of the sfx x20 torque driver shaft¿s distal tip had become stripped. Noted damage indicated that the stripping occurred in the direction of tightening. This damage is consistent with a driver that was likely subjected to the unanticipated torsional forces during the tightening process, resulting in the distal tip of the driver becoming stripped. No new additional information can be added after reviewing "pc-001019561_sp202100348_local letter.pdf". The dimensional inspection was not performed due to post manufacturing damage. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed stripped condition of the sfx x20 torque driver shaft. While no definitive root cause could be determined, it is probable that the sfx x20 torque driver shaft was stripped due to the application of unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following drawing reflecting the current and manufacture revision was reviewed. Device history lot - a review of the receiving inspection (ri) for xconnector driver, x20 was conducted identifying that lot number nw204298 was released in a single batch. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review - the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.